Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 497 mg/dl at the time of incident and the current blood glucose level was 431 mg/dl. Customer other blood glucose value was in the range 120 mg/dl to 180 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode was not on. Customer reported that they did allege insulin pump for under delivery. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer reports sensor lost communication. The insulin pump will not be returned for analysis.